Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication under previous case from the same hospital and for the same unit, livanova deutschland learned that the device was cleaned regularly per the IFU, placed inside of the operation theater during use, with the fan facing away from the patient in direction of an exhaust fan in the wall. The device was kept in a housing with negative pressure in relation to the pressure in the or. The estimated distance between the surgery field and the device was 3 meters. Multiple attempts have been made in order to obtain additional information about the cleaning practise put in place by the hospital and how they are going to solve the problem and no further details were made available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received the report vk_20200218_13 from swissmedic that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova by swissmedic. There is no known patient involvement.